Event description:
An event where both a sentry balloon catheter and a transend .10" guidewire were advanced to the lesion and the guidewire pulled out of the aneurysm as the tip was inserted into the aneurysm. Approximately 13 mm in length of the tip of the guidewire separated and went into the lesion. It was too difficult to remove the tip. Used a hyperform balloon catheter and six guglielmi detachable coils were deployed. After the balloon was deflated, the tip of the guidewire migrated to the distal left middle cerebral artery. No complications with the patient as a result of this event were reported to have occurred.